Event description:
Further information was received from the physician noting that the patients infection was due to manipulation or trauma to the area. The physician noted signs of infection in (B)(6) 2019. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient had generator and lead explanted due to an infection at the chest incision site. The patient was reported to scoot on their stomach. Design history records were reviewed. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.